Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 05/08/2012 and was last repaired on (B)(4) 2013 for a non-related issue. Evaluation of the device observed damage to the head. The device operated within motor speed specification, but made an unusual noise during operation. Prior to repair, the device was within calibration specifications at all thickness settings. However, the device failed side to side calibration at the zero thickness settings. It was also noted that the device still produced the unusual noise after replacement of the standard parts. Upon replacement of the swivel, the device no longer produced an unusual noise and sounded normal. Unable to determine a cause of the reported complaint. However, improper handling by the user likely caused the lack of calibration and damage to the device. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome ii handpiece can no longer be turned off. The device kept running and could not be stopped without disconnecting the air hose. No additional clinical information was received prior to this report. A follow up medwatch will be submitted if additional clinical information is received.